Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported premature detachment of sensor. Due to delivery delay, customer reported experiencing a loss of consciousness and had contact with healthcare provider. The customer was treated with insulin (dose/type unknown) and unspecified medication for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported premature detachment of sensor. Due to delivery delay, customer reported experiencing a loss of consciousness and had contact with healthcare provider. The customer was treated with insulin (dose/type unknown) and unspecified medication for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.